Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -11.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault. A replacement lens of shorter length was implanted on (B)(6) 2019. It was reported that the replacement lens resolved the problem.